Manufacturer narrative:
A zoll field service engineer (fse) visited the customer site to evaluate the device. During evaluation, the reported malfunction was confirmed. The root cause was found to be due to physical damage to the power supply and/or wiring harness as a result of the customer installing a power strip onto the side panel of the ventilator.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported that the ventilator display was not showing any values as if the device was not powering on. No patient involvement was reported.